Manufacturer narrative:
The patient sample (patient sample 1) could not be provided for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 iii assay results, for 4 patients, from the cobas 8000 e 801 module serial number (B)(4). This MDR will cover the elecsys ft4 iii assay reagent. Refer to the MDR's with patient identifier = (B)(6) for the elecsys tsh assay, and (B)(6) for the elecsys ft3 iii reagent. It was unknown if the questionable results were reported outside the laboratory.